Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after reaching elective replacement indicator (eri). Premature battery depletion was suspected. This ICD was returned for analysis.